Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for repair of a ventral hernia, a composix kugel mesh was implanted to repair the hernia. On (B)(6) 2011 - the patient underwent an additional surgery to repair recurrent hernia after the composix kugel allegedly failed and to remove the composix kugel patch. The attorney alleges the patient subsequently endured additional surgeries to treat mesh-related complications, has suffered and will continue to suffer physical pain and was injured severely and permanently.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of a ventral hernia, a composix kugel mesh was implanted to repair the hernia. (B)(6) 2011 - the patient underwent an additional surgery to repair recurrent hernia after the composix kugel allegedly failed and to remove the composix kugel patch. The attorney alleges the patient subsequently endured additional surgeries to treat mesh-related complications, has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incarcerated ventral hernia and underwent open repair with the implant of composix kugel mesh. Per operative notes, "at prior colostomy site large hernia was identified and excised. A composix kugel mesh was placed and sutured". (B)(6) 2011 - paient was diagnosed with massive incisional hernia thereby underwent exploratory laparotomy with removal of mesh and lysis of adhesions. Per operative notes, "identified large midline hernia sac and lysed adhesions from the abdominal wall. We found the composix kugel mesh edges had curled and the intestine was densely adherent to this. Intestine was at risk of the stiff edges of this composix kugel mesh eroding into the bowel. We excised this mesh. Then, attention was then turned to the abdomen, piece of synthetic mesh was placed and sutured.¿ attorney alleges that the patient had adhesions, bowel obstruction, infection, pain and emotional injuries. It is also alleged that the patient had mesh eroded into the bowel, intestines were densely adherent to the edges and underwent additional surgeries on (B)(6) 2011 for infection and on (B)(6) 2013 for recurrent incisional hernia, adhesions.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this is the supplemental emdr submitted to report the additional information provided. Based on the information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 9 months post implant of the composix kugel mesh, patient was diagnosed with adhesions, erosion, mesh deformation, migration and underwent repair with removal of mesh. Per op notes "edges of composix kugel mesh had curled, eroding into the bowel". The instructions-for-use supplied with the device list adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.